Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure. The device was primed and inserted into the body. After about 10 pulses of aspiration, the device would not recognize the saline count. The procedure was completed with another of the same device. There were no patient complications and the case was fine.